Manufacturer narrative:
(B)(4). Results: (arterial dissection). (Tortuous anatomy). (Cause is unknown). Conclusion: (arterial dissection). (Tortuous anatomy). (Cause is unknown).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the upper proximal neck was 19mm and the diameter of the aneurysm entry was 15mm. The proximal neck length was 18mm. The right common iliac was 10mm in diameter and 43mm in length. The left common iliac diameter was 16mm and 27mm in length. It was reported that approximately four months post index procedure the patient presented with a dissection. The cause is unclear; however, the physician stated that there was no relevance with the device as the direct factor. The physician stated that a contributing factor was the severe tortuous anatomy of the patient. The patient is currently hospitalized and the patient is stable. No clinical sequelae were reported and the patient will be monitored by the physician.